Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) determined that the wash wheel was flooded, and the aspiration probe #2 was clogged and not aspirating. The fse replaced the dispense probes and wash valve home sensor. The fse cleaned the wash wheel and verified all the alignments. After repair completion, the fse performed a high sensitivity system check and assay qc with acceptable results. A flooded wheel and clogged aspiration probe #2 were the root causes of the problem.

Event description:
The customer reported that on (B)(6) 2011, erroneous, elevated cardiac troponin (accutni) results within the risk stratification range were generated on a unicel dxc 600i synchron access clinical system for eleven patient samples. The initial results were reported out of the laboratory. Physicians questioned the results. Subsequent testing on another instrument produced lower results which were considered valid. Although the initial erroneous results were reported outside of the laboratory, there have been no reports of death, serious injury or modifications to patient treatment associated or attributed to this event. Instrument accutni quality control results prior to the event were within the customer's established ranges. Accutni and creatine kinase-mb isoenzyme (ck-mb) calibration results failed to meet customer established specifications during the timeframe of this event. No specific patient information or sample collection/handling information was provided by the customer.